Event description:
New information received notes that the high voltage therapy was not active on the implantable cardioverter defibrillator (ICD) as well. The ICD was restored via programming changes. No patient consequences were reported.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the implantable cardioverter defibrillator went into backup operation. There were no patient consequences. Further information regarding resolution was requested but not received.